Manufacturer narrative:
A customer alleged a false positive result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system, lot 000727z. An investigation is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system, lot 000727z. The initial result for patient 1 generated positives for sars-cov-2, flu a and flu b but generated negative results for all three analytes when run on a different instrument. The customer reran the same sample again on a third instrument and again observed negative results. Patient 2 originally generated positive sars-cov-2 and invalids for flu a and flu b. The sample was retested on two different analyzers and with the cobas 6800 and each time returned negative results for all analytes. No harm was alleged. Per FDA guidance, 2 mdrs will be filed for this allegation. The patient samples were collected using a nasopharyngeal swab and utm media tubes, bd 220531. The customer stores reagents at 2-8 degrees celcius and runs samples immediately after collection. Per the methods sheet, specimens should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. A review of the patient 1 data identified delayed CT values for each of the three analytes detected in the first run which is indicative of the sample being near or below the limit of detection. In addition, the ic CT was also slightly delayed. Review of the curves showed some abnormalities which likely contributed to this calling. An investigation to evaluate the false positive for patient 2 is ongoing.

Manufacturer narrative:
Review of the instrument run data showed the 2 alleged samples had curves with some abnormalities across channels. The curves anomalies affected the result calling on these 2 runs. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)